Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿the loan kit that was supplied for attune tkr had a cracked femoral impactor in the set (zzinauk0815 item d254401006 lot au4885591). A second loan set was used and during the case the surgeon broke the femoral impactor (d254401006 lot au6325812 from loan set zzinauk0831) both items are loan. Both items are decontaminated, bagged and labeled as damaged. Both items will return to perth warehouse from geraldton ( two days freight away). The patient was not affected. There were no delays as the all in one femoral impactor was used after the breakage. I was informed of the first cracked femoral impactor only after the one broke during the operation." The product was not returned to medtech orthopaedics, however photos were provided for review. Photos were provided for review, however the photos only show part and lot number and no other observation pertaining to the nature of the reported event could be identified. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs provided contained insufficient evidence of the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the loan kit that was supplied for attune tkr had a cracked femoral impactor in the set ((B)(6) item d254401006 lot au4885591). A second loan set was used and during the case the surgeon broke the femoral impactor (d254401006 lot au6325812 from loan set (B)(6)) both items are loan. Both items are decontaminated, bagged and labeled as damaged. Both items will return to perth warehouse from geraldton ( two days freight away). The patient was not affected. There were no delays as the all in one femoral impactor was used after the breakage. I was informed of the first cracked femoral impactor only after the one broke during the operation. The product of the returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found signs of breakage of the back of the attune femoral impactor. Additionally, the device was cracked at the front section. The fragment was returned for evaluation. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune femoral impactor would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the case the femoral impactor broke into two pieces. There was no other debris. The patient was not affected. There were no delays as the all in one femoral impactor was used after the breakage to continue the case. The procedure was successfully completed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.